Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching sound) was confirmed. Upon investigation the monitor was unable to power up. Cracked bga connections were discovered near flash memory chips u102 and u105. The root cause of the cracked bga connections could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the flash memory failure. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was making a screeching sound. The patient was issued a replacement monitor.